Event description:
Rn placed foley pre procedure. Surgeon verified placement, but no urine return. During procedure surgeon noted the bladder was full. Rn replaced the foley catheter with a new foley catheter and the bladder was able to drain. FDA safety report ID # (B)(4).